Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred during therapy on the homechoice. The patient was connected at the time of the alarm. This occurred during a previous therapy; the technical service representative (tsr) was unable to troubleshoot the setup. The patient had disconnected from the setup and completed therapy using manual supplies. The tsr explained the alarm to the patient. There was nothing reported that could have caused or contributed to the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.